Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's wife was not washing and drying hands properly, kept touching her clothes and every other objects in between pd, does not clean the area before starting pd and touches the blue tip of transfer set. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal every 48hrs, ongoing), ceftazidime injection (1gm, intraperitoneal in night bag daily, ongoing) and fluconazole tablet (150mg, ongoing) for this event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. It was reported that the patient retraining on the proper aseptic technique was completed. No additional information is available.